Event description:
Patient was revised to address pain. Update: (B)(4) 2012- litigation papers received. In addition to pain, it is now alleged that the patient suffers from discomfort, inflammation, and a popping/snapping sensation.

Event description:
Pt was revised to address pain.

Manufacturer narrative:
The investigation has been reopened due to receiving litigation. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
**Update** (B)(4) 2012- litigation papers received. In addition to pain, it is now alleged that the patient suffers from discomfort, inflammation, and a popping/snapping sensation. The devices associated with this report were not returned. A search of the complaint database and / or DHR review was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause corrective action was not established.depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation. The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were unavailable. The investigation could not draw any conclusions regarding the reported event with the info available. Based on the investigation, the need for corrective action is not indicated.